Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under general anesthesia. According to the complainant, magnetic resonance imaging (MRI) was performed one week after the procedure and it showed a rectal wall infiltration. About 30 percent of the circumference of the rectal wall is reported to be infiltrated. There were no patient complications reported as a result of this event. The patient received external beam radiation therapy (ebrt).